Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the right arm control is not working. Error 25743 was observed in logs pointing towards master tool manipulator (mtm) right 2. The system was a dual console system and surgeon proceeding from console 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm and performed the failure analysis. During failure analysis, the mtm was installed on an in-house system and was driven with in-house instruments. No issues were observed and the unit passed the system test. A review of the field logs showed several instances of error code of 25753 (error_uce_hw_remote). After installing on sftp and running the fitness test, the mtm passed tests related to customer reported complaint. However, during 1hr since cycle test, the following failures were observed: 23068 (eevt_pri_latency_err), 23069 (eevt_pri_frequency_err), 23009 (eevt_jerk_lim) on yaw axis. Sympathetic error code 32198 indicates 0x800, prc error, was also observed during 1hr sine cycle testing. Per engineering request, the outer yaw motor will be replaced. Additional findings of failures for slow gravity balance test post sine cycle for wrist pitch (axis 5) and wrist yaw (axis 6) ¿ ripple_torq_max during the fitness test were observed. The gimbal will be replaced. The probable root cause was due to component failure.